Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultra 2 meter has a power issue (battery indicator). This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with oral medication. According to the reporter, the power issue began a month prior to contacting lfs. Reportedly, the patient was unable to check her blood glucose after the issue began and her vision became blurry. The patient stated that she increase diabetes medication at the time of concern. There was no report of any required hcp medication intervention due to the reported issue. Troubleshooting indicated the battery needed to be replaced but the patient did not have a battery at the time to resolve the issue. There was no product misuse. This complaint is being reported because the patient experience symptoms suggestive of hyperglycemia due to a power issue associated with possible use error (battery was not replaced per the instruction for use).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.